Manufacturer narrative:
S/w 4.11e. Retainer ring = black. Case type = ngp. Customer returned pump for unresponsive keypad/stuck button alarms, back light, rewind, drive/motor anomalies on (B)(6) 2023. After installation battery, pump received with unresponsive keypad at ok and down buttons. Unable to perform the displacement test and self-test or verify back light, rewind, drive/motor anomalies due to unresponsive keypad buttons. Thus software was utilized and downloaded trace/history files properly. Also, found stuck key alarms (61) system time = (B)(6) 2023 09:14:28, (B)(6) 2023 09:24:00, (B)(6) 2023 10:55:17 in file history. Pump was cut open to perform visual inspection and found moisture damage to keypad connector, pcba1/pcba2/. Motor passed motor test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked case corner of belt clip rail, broken belt clip rail. Unable to confirm back light, rewind, drive/motor anomalies due to unresponsive keypad buttons. Unresponsive keypad buttons due to moisture damage electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the customer reported the buttons were less responsive, the pump screen has dimmed visibility, and the pump was slower and louder while rewinding. No additional details were given. Troubleshooting was not performed. No harm required medical intervention was reported. It was unknown whether the customer continued using the pump; however, it will not be returned for analysis.